Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/11/2015 with the following findings: evidence of moisture ingress was observed on the inside of the battery compartment: the reported issue was confirmed. The battery compartment was observed to be cracked in the thread area; this device failure indirectly caused the reported issue. The pump failed a leak test due to a battery compartment leak; this device failure directly caused the reported issue. The pump case was removed, and further evidence of moisture ingress was observed on the battery canister.